Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Left hip revision for pseudo tumor, cause unclear. Possible screw impingement. Insert and heads revised. Two screws removed. Acetabular column osteophytes impinging on iliopsoas tendon proud anterior screw impinging on iliopsoas tendon proud posterior screw impinging on sciatic nerve. No prosthetic impingement evident. No evidence of significant metallosis. Minimal transfer of metal to bore of the lumina head from c taper trunnion sales rep clarified that there was no metallosis noted and the metal transfers on head was discoloration from articulation with the trunnion.